Event description:
It was reported that during a device data review, a signal artifact monitoring (sam) event was noted. Boston scientific technical services (ts) was contacted for evaluation, however, the remote monitoring feature was unable to upload the sam event since the device is not a pacemaker. Therefore, the specific root cause of the sam event is not known. Ts provided general recommendations for assessing the system integrity, such as in-clinic provocative maneuvers and potential diagnostic imaging. It was also stated that the right ventricular (rv) lead impedance had jumped to 924 ohms in april 2023, but this measurement was still in-range and no other lead abnormalities were seen in the provided device data. The patient will be assessed in-clinic at a follow-up appointment in the coming weeks. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported, that during a device data review. A signal artifact monitoring (sam) event was noted. Boston scientific technical services (ts) was contacted for evaluation. However, the remote monitoring feature was unable to upload the sam event since, the device is not a pacemaker. Therefore, the specific root cause of the sam event is not known. Ts provided general recommendations for assessing the system integrity, such as in-clinic provocative maneuvers and potential diagnostic imaging. It was also stated, that the right ventricular (rv) lead impedance had jumped to 924 ohms in april 2023. But this measurement was still in-range and no other lead abnormalities were seen in the provided device data. At this time, the system remains implanted, and in-service. No adverse patient effects were reported.